Manufacturer narrative:
This complaint was found during a recent clinical evaluation review/literature search of this device. The citation is as follows: gregorio, m. A., guirola, j. A., urbano, j., díaz-lorenzo, I., muñoz, j. J., villacastin, e., . . . Jimenez, d. (2020). Spanish multicenter real ¿ life registry of retrievable vena cava filters (refivec). Cvir endovascular, 3(1). Doi:10.1186/s42155-020-00114-5. Specific product details are not available. The exact event date is unknown. The publication is attached. Complaint conclusion: as reported in the literature article by gregorio, m. A. D., guirola, j. A., urbano, j., díaz-lorenzo, I., muñoz, j. J., villacastin, e., ¿ jimenez, d. (2020). Spanish multicenter real ¿ life registry of retrievable vena cava filters (refivec). Cvir endovascular, 3(1). Doi: 10.1186/s42155-020-00114-5, despite one attempt, the legs and structures of 6 optease inferior vena cava filters were impeded could not be recovered. Therefore, they were left as permanent filters. There was no reported patient injury. The product was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿filter retrieval difficulty - unable to retrieve from vessel wall¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics and procedural factors, although unknown, may have contributed to the reported event. According to the instructions for use ¿the optease retrievable filter can be retrieved up to and including 12 days after placement. The optease retrievable filter is considered a permanent implant if it is not retrieved within the specified time period. Retrieval of the optease retrievable filter is possible only from femoral vein approach. Retrieval is performed using the cordis optease retrieval catheter and the recommended accessories.¿ it is unknown for how long the filters were implanted. Neither the phr nor the very limited information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported in the literature article by gregorio, m. A. D., guirola, j. A., urbano, j., díaz-lorenzo, I., muñoz, j. J., villacastin, e., ¿ jimenez, d. (2020). Spanish multicenter real ¿ life registry of retrievable vena cava filters (refivec). Cvir endovascular, 3(1). Doi: 10.1186/s42155-020-00114-5, despite one attempt, the legs and structures of 6 optease inferior vena cava filters were impeded could not be recovered. Therefore, they were left as permanent filters. There was no reported patient injury. The devices will not be returned for evaluation.